Event description:
It was reported that during a bowel resection, the surgeon tried to fire device and it would not fire. Surgeon removed device and scrub tech took apart and device fired off of field. Circulating nurse reported scrub tech put device back together but did not reload device. Surgeon used device on bowel, and device cut but did not staple as no reload in device, resulting in open bowel. The circulator reported that they were attempting to cut and staple bowel again. They opened a new stapler and reload. Surgeon used new stapler and this device cut and stapled bowel as intended.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.